Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (mlad). A 2.75x28mm promus element plus drug-eluting stent was deployed to the lesion. However, a type b proximal edge dissection was noted and a 3.00x24mm promus element plus drug-eluting stent was implanted to cover the dissection. No further patient complications were reported and the patient's status was stable.